Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: attempt to snare dislodged stent unsuccessful; stent remains free floating in patient anatomy. Device issue: stent dislodgement. It was reported that a promus stent was deployed in the rca, and a second promus stent was going to be placed to cover the ostium. There was difficulty advancing the 3.0 x 8 mm promus stent delivery system (sds) so everything was removed. The stent had stripped off of the sds and was hanging from the rca into the aorta. An attempt was made to snare the stent, but it was unsuccessful. The stent migrated and visibility of the stent was lost. The stent remains in the patient. No additional event or patient information is available.